Event description:
Reporter stated that the product ripped off some of her skin when she removed it from her back after 7 hours, making it bleed. She found two holes (tears) in her skin after removing patch. She received medical treatment from her boyfriend who is a doctor. She did not specify any treatment used for condition. She used product as labeled and followed directions.